Event description:
Patient presented in the hospital after receiving a shock. Noise was reproduced. X-ray showed a suspected lead fracture. As such, the lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.